Event description:
The event is described: during removal of bite block, the handle disconnected from the block. It was reported that the patient was biting on the endotracheal tube. No patient injury or intervention reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.